Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 700 mg/dl with symptoms of extreme drowsiness and vomiting. The reporter stated that the patient was treated with an insulin injection from their partner. The reporter stated that there were occlusion alarms with the pump that had contributed to the blood glucose excursion. The reporter changed the cartridge and was able to prime the pump with no issues. The reporter stated that the cartridge was not being used per the user guide. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the cartridge.